Event description:
A user in sweden reported receiving a cartridge alarm while the pump was in use. No information was available regarding the customer's blood glucose level at the time of the event. As a corrective action, the pump, which was under warranty, was replaced, and instructions for returning the problematic device were provided. The customer did not disclose the backup therapy they would use.